Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 406mg/dl, but when she called her glucose level was 535mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. While troubleshooting, it was found that the customer uses refrigerated insulin. The mother mentioned that the customer had uncontrolled high blood glucose and ketones in urine. Assisted the caller to run a high pressure test and passed. The mother stated that she is not comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.